Event description:
The type of alarms on the mpu could not be confirmed as they were not observed by the coordinators. A complete repair was not performed, only a clamshell repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed superficial damage to the driveline; although a specific cause for this finding could not be conclusively determined, it did not appear to have contributed to an electrical issue. The account's submitted images revealed an area of damage on the driveline adjacent to the controller connector. The damaged area was covered in a thick layer of clear rescue tape, and some white rescue tape was also observed covering part of the controller connector. Additional images showed some of the tape removed, revealing large tears in the outer jacket with a portion of the jacket material missing exposing the underlying bionate layer. No further layers were exposed, and the damage appeared to be cosmetic only. An additional log file was submitted for review containing new events from (B)(6) 2025 ¿ (B)(6) 2025 while the patient was on the mpu at home. The pump appeared to be operating as intended, and no notable events or alarms were captured. Images were submitted showing the driveline after the repair with the clamshell and rescue tape appearing to completely cover the damage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient requested a percutaneous lead repair because the outer layer was cosmetically damaged. No alarms were seen on interrogation. Log files were being sent in preparation. The log file indicated that the patient did not connect to the power module/mobile power unit (mpu) during this history. This suggested that the patient was sleeping on battery power. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The patient was not sure if they wanted it done anymore due to the required pump stop. It was noted that the damage was near the distal end near the connector. A driveline clamshell repair near the distal end was suggested. Additional log files were submitted from when the patient was on the mobile power unit(mpu) at home. The log files did not show any electrical conductor issues in the driveline while connected to the mpu on from (B)(6) 2025 22:51 to (B)(6) 2025 06:50. The tear on the driveline outer jacket near the connector of the driveline was cosmetic only. Otherwise, the log file captured routine events, there were no notable alarm conditions or parameter changes. The vad was functioning as intended. On (B)(6) 2025 it was noted that the patient wanted to move forward with the clamshell repair. On 04sep2025 technical services performed the clamshell repair and rescue tape was applied near the bend relief area that were not covered by the clamshell.

Manufacturer narrative:
Corrected data: b5. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was noted that the patient was on the mobile power unit (mpu) and it was frequently alarming, so they did not want to go onto it anymore. There was high suspicion for short to shield. The site felt that the patient wanted to go ahead and complete the repair.